Event description:
It was reported that on (B)(6) 2004, the patient was implanted with a non-abbott stent in the proximal circumflex coronary artery. On (B)(6) 2008 the patient had 2 overlapping 2.5 x 28 mm xience stents implanted in the distal circumflex artery. On (B)(6) 2009 a 2.75 x 28 mm xience stent was implanted in the mid-circumflex artery. Recurrent angina occurred and restenosis was found in the mid-circumflex xience stent (implanted on (B)(6) 2009) and the distal edge of the distal xience stent ((B)(6) 2008), and this was treated with angioplasty on (B)(6) 2010. On (B)(6) 2010, restenosis again occurred in the distal edge of the distal-most xience stent in the distal circumflex. A xience stent was implanted from the distal circumflex extending into the left posterior descending artery. In (B)(6) 2011, the patient had recurrent angina and was hospitalized on (B)(6) 2011 for evaluation. The patient underwent a revascularization procedure for a 90% restenosis in the mid-circumflex artery involving both the proximal edge of the 2.5 x 28 mm xience stent in the distal circumflex (implanted on (B)(6) 2008) and the 2.75 x 28 mm xience stent in the mid-circumflex (implanted on (B)(6) 2009) . No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The xience v (implanted on (B)(6) 2009), is being filed under a separate MFR number. The date of event is estimated.